Event description:
It was reported by a surgeon that he replaced a vns patient's generator upon a system diagnostics test indicating low current at 1.25 ma, lead impedance 2346 ohms and eos=yes. The surgeon felt that the life of the generator was shorter than expected as it lasted a little over a year. Current patient settings at the time of surgery were 1.25,20,250,30sec,3min,1.5mag,60,500. A search was made in the manufacturer's programming history database indicating only implant settings and diagnostics. The explanted generator was returned to the manufacturer and is currently undergoing analysis. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.